Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and was nauseous at time of his admission. Attempted to call back the customer with no results. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.